Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a spontaneous driveline fault alarm occurred while the patient was connected to battery power and again while connected to the power module in the clinic. The patient was asymptomatic during the events. Log files submitted for analysis confirmed the driveline fault alarm events. The log file also displayed 2 occurrences of low speed events with a momentary pump stop while tethered on a grounded power module patient cable. Submitted x-rays did not display any suspect areas. The manufacturer¿s technical services team performed a driveline evaluation and continuity tests found no broken wires. The external portion of the driveline was palpated without issue while the patient was connected to a grounded power module patient cable. The system controller was exchanged with no further issues reported. The patient will be monitored.

Manufacturer narrative:
It was previously reported that the pump was returning for analysis; however, the pump was not returned. Although the reported alarms and pump stoppages were confirmed via the evaluation of the system controller log files, the root cause could not be conclusively determined as the pump was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years, 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient experienced further pump stops and a decision was made to exchange the pump on (B)(6) 2015.

Manufacturer narrative:
Approximate age of the device from the product ship date is 6.5 months. The system controller was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.